Event description:
It was reported that during an unknown procedure, the device could not fire at the third stroke of the first firing with the gold reload. The jaw of the device could not open. Another like device and reload were used to cut the tissue and complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4) = incomplete firing cycle. The ec60 device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. The returned cartridge reload was tested for functionality by resetting and reloading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device open? -yes. Was the device cut off with the second device? -yes.